Manufacturer narrative:
The lead was capped on (B)(6) 2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient had been brought into office due to measurement of impedance less than 200 ohms on (B)(6) 2024. While in office, noise could be reproduced with isometric exercises. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.